Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non healthcare professional reported that, during the intraocular lens implantation surgery, the plunger was pinching the optic/trailing haptic, the material was pinched. Hence the surgery was not completed. Additional information was requested, but no further information is available.